Manufacturer narrative:
(B)(6). Investigation results: summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The tubing of the catheter was punctured approximately 20 mm to the adapter with a puncture opening that was inconsistent with that of the cannula. Unfortunately the root cause of this failure mode could not be determined based on the information available at this time. Bd will continue to track and trend for this issue.

Event description:
It was reported a nurse found the extension tubing broken on a bd pegasus¿ closed needle protection IV catheter system when connecting with the infusion set which caused leakage. There was no report of exposure, serious injury or medical intervention.